Event description:
Complainant alleged that while attempting to defibrillate patient (age & gender unknown), the electrodes would not adhere to the patient's skin. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Please reference medwatch numbers 1220908-2015-00514,00505,00507,00493,00522,00513 for similar reports from the same customer.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.